Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge battery pack) was confirmed. Upon investigation the battery charger/modem would not recognize or charge a battery pack. The root cause for the failure was isolated to a defective u13 cmos flash microcontroller on the battery charger bedside board. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 component.

Event description:
A united states distributor contacted zoll to report that charger modem sn (B)(4) would not charge a battery pack.